Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 468mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Assisted the caller to run the displacement test and passed. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit was received with motor error alarm, broken belt clip slot, cracked battery tube side, cracked display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.